Manufacturer narrative:
The psu was returned to the manufacturer for analysis. Analysis found that the psu did not have any apparent physical damage and event logs did not reveal any issues. However, psu failed accuracy test. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacture date is not available at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that upon replacement of the polaris spectra system control unit (scu) and positioning sensor unit (psu) the system regained functionality. Upon return analysis confirmed failures on both the scu and psu. There was physical damage on the scu and the psu software was corrupt.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the camera would not track the spheres in the far volume unless the camera was shaken. The cable to the camera was checked and it did not appear to have any damage. There was no patient present when this issue was identified.